Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm while change cartridge and filling the tubing. The customer's blood glucose level was not impacted. It was indicated that manual injections would be used as an alternative insulin therapy.